Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the device was explanted due to infection a few months before a new implant was placed in (B)(6) 2008. Additional information has been requested; a follow-up report will be sent when it becomes available.